Manufacturer narrative:
The field service representative determined there was a carryover issue. He replaced the syringe valves, verified the cleaner valve operation, checked the inner and outer probe was, decontaminated the system, swapped the reagent transfer pcbs and performed a code download, replaced the sample transfer chains and replaced the reagent tubing. He verified the analyzer operation by running precision testing and a check test. He also ran several patient samples which matched the other integra at the site.

Event description:
The field application specialist provided data for a magnesium correlation for a pool of patient plasma tested after various maintenance activities and with various other assays. The target value for the pool sample was 2.0 mg per dl. All results are in mg per dl. The magnesium results "after belt was changed, reagent flex cables rt1 and rt2" and as part of a bmp panel were 3.8, 2.7, 3.2, 3.3 and 3.4. The magnesium results "after reagent and sample wash stations were replaced" and as part of a bmp panel were 3.3, 3.7, 3.9, 2.9 and 4.2. The magnesium results "after reagent and sample wash stations were replaced" and tested with bun only were 1.8, 1.9, 1.9, 1.9 and 1.9. The magnesium results tested with calcium only were 1.8 five times. The magnesium results tested with creatinine only were 1.8, 1.8, 1.9, 1.8 and 1.9. The magnesium results tested with glucose only were 1.9 and 2.0 four times. The magnesium results tested with bicarbonate only were 2.7, 3.3, 3.4, 3.7, 3.7, 3.0, 3.1, 3.8, 3.3 and 3.9. The magnesium results when tested as part of a bmp panel without bicarbonate were 2.0, 2.1, 2.0, 2.1 and 2.0. The magnesium results when tested as part of a bmp panel without bicarbonate were 2.0, 2.1, 2.0, 2.1, and 2.0. The magnesium results when tested as part of a bmp panel with bicarbonate were 2.8, 3.2, 3.1, 3.4 and 3.6. With additional extra wash cycles added prior to magnesium, the results were 3.3, 3.5, 3.8, 3.5 and 3.5. The magnesium results when tested as the first assay in a bmp panel were 1.9, 2.5, 2.7, 2.4 and 2.4. The data provided also included discrepant calcium results in mg per dl for the same pool sample. When tested with magnesium results in mg per dl for the same pool sample. When tested with magnesium only, the calcium results were 9.0, 8.6, 8.4, 8.0 and 8.3. Other calcium results for the pool sample were 8.9, 8.9, 8.7, 8.9, 8.7, 8.7, 8.7, 9.0, 8.7, 8.9, 9.0, 8.7, 8.9, 8.8, 9.0, 8.9, 8.9, 8.8, 8.8, 8.7, 8.9, 8.9, 8.9, 8.9, 9.0, 8.6, 8.6, 8.7, 8.7 and 8.6. None of the erroneous results were reported.